Manufacturer narrative:
It was clarified that the erroneous results were not reported outside of the laboratory. The patients were not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that the analyzer released results labeled as "lower than" for "several parameters" with no error message or any other notification from the analyzer. The customer thought this was suspicious and performed repeat testing. The results from the repeat testing produced expected results without making any changes to the analyzer. It is not known how many patients were affected. No patient information was provided. The specific parameters were not provided. The actual values were requested but not provided. It is not known if any erroneous results were reported outside of the laboratory. This information was requested but not provided. It is not known if any adverse event occurred. This information was requested. The customer checked and cleaned multiple analyzer parts and the issue was not resolved. The customer changed the sample probe and both cell detergents. After making these changes the issue did not occur any longer. The customer indicates the system is operating within specification and will not be providing any additional information.